Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the micropore surgical tape 1x10yds makes her skin itch. Tape is from order (B)(4). There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).